Event description:
It was reported that the guidewire coating peeled. An amplatz pi guidewire was selected for use in a biliary stenting procedure. A biliary stent was successfully placed in the left bile duct. After placement of the stent, the amplatz was removed. During removal the wire coating peeled from the wire. Some fragments of the coating could have remained attached to the implanted biliary stent. The procedure was completed with the original devices. There were no patient complications.

Manufacturer narrative:
Evaluation by manufacturer: the unit was returned with its original pouch batch (B)(6). Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was inspected according to the procedure. The guidewire was returned, and it was observed that the core wire was detached at 2.5 cm from distal tip, and the coil wire was unraveled. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Under microscope, it was observed that the core wire was detached at 2.5 cm from distal tip, and the core wire was unraveled.

Event description:
It was reported that the guidewire coating peeled. An amplatz super stiff guidewire was selected for use in a biliary stenting procedure. A biliary stent was successfully placed in the left bile duct. After placement of the stent, the amplatz was removed. During removal the coating peeled from the guidewire. Some fragments of the coating could have remained attached to the implanted biliary stent. The procedure was completed with the original devices. There were no patient complications.